Event description:
It was reported that the patient had increased pain and experienced withdrawal. Pump notes indicated an algoline catheter (a temporary catheter used for four days) and an 8731 catheter that had a 0.191ml implanted volume. The spinal segment of catheter had migrated out of the intrathecal space and a revision of the spinal segment of catheter was done on 2011 (B)(6). Drug delivered via the pump was morphine 20mg/ml at a daily dose of 3.4mg.

Manufacturer narrative:
Catheter model: 8731sc, (B)(4), implanted on: 2011 (B)(6), explanted on: unk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.